Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.